Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for insulin pump had a partial display. The patient's blood glucose level was 270 mg/dl at the time of the incident. Customer reported screen suddenly went to flashing white screen it started beeping and buzzing she tried taking battery out and pressing buttons on keypad but nothing worked. Customer was not able to troubleshoot for high blood glucose due to pump not working. Customer gave shot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank flashing white lcd due to cracked on lcd controller. We were unable to verify missing segments or partial display due to blank flashing white lcd. The device was received with cracked retainer, minor scratched display window and scratched case.